Manufacturer narrative:
Additional information received on (B)(6) 2016 and includes: there is no known fall but the patient has some spine issues. The patient's instability progressed. On (B)(6) 2016, the (B)(6) performed a clinical evaluation and commented as follows: insert replacement 2,5 years after primary. This is a described occurrence in tka: instability may be caused by progressive reduction of ligament strength and is easily improved with a thicker insert. No reason to suspect that a faulty device originated the problem. Batch review performed on (B)(6) 2016. Lot 130651: (B)(4) items manufactured and released on 15 april 2013. Expiration date: 2018-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On (B)(6) 2016 it was issued a final report with the information to be submitted in this report. On (B)(6) 2016 the report was sent to the initial reporter and the case was closed.

Event description:
The patient came in with pain and instability of the knee. The surgeon removed the 10mm insert and put in a 12 mm insert. The surgery was completed successfully.